Manufacturer narrative:
Device received with partial white display due to corroded electronic board stack. No critical pump error alarms noted after battery insertion. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to partial white display. Corroded force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had open book image, red x and an arrow pointing at book. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.